Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging the patient¿s one touch verio iq meter read inaccurately high compared to another device. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The reporter stated that the alleged inaccuracy began at an unspecified time on (B)(6) 2014. At an unspecified date/time, the patient obtained a blood glucose reading of ¿149 mg/dl¿ with the subject meter and ¿52 mg/dl¿ with another device (freestyle lite), performed within an unspecified time of each other. It is not known what medication, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The reporter stated that the patient developed symptoms of ¿seizures¿, but could not confirm if the symptoms developed before or after the inaccuracy started. At an unspecified time on (B)(6) 2014, the reporter stated that the patient self-treated with ¿22 grams of fast acting carbs¿. During troubleshooting, the cca was unable to confirm if the meter was set in the correct unit of measure setting. No replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.